Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010 it was reported the pump had been "dry" for 4 years. The hcp (healthcare professional) wanted to try and use the pump again. The intervention done was not reported. On (B)(6) 2011 it was reported the pump was empty for 2 years. The pump was empty due to pt insurance issues and the pt could not afford the pump medication. The pump was replaced (B)(6) 2011. The pt outcome was not reported.